Event description:
It was reported that during an acl surgery, when impacting the healicoil knotless and performing the tension of the threads, the tip of the device broke and the threads returned. The corresponding steps were performed such as broaching for easier insertion but upon. The device was extracted and the rupture of the tip was evidenced. There was no affectation to the patient's health. The procedure was completed with non-significant delay using a back-up device. No further complications were reported. Patient is stable.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case (B)(4).. The reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The distal anchor is broken on one side of the thread hole. The distal plug is still on the insertion rod and has no visible defects, the proximal anchor is on the insertion device with no visible defects. A functional evaluation showed the black (1) most proximal knob will rotate and move the distal plug and rod forward as intended. The orange (2) larger knob will rotate and move the outer barrel and proximal anchor as intended. Based on the condition of the anchor found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the distal tip material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time..

Event description:
It was reported that during an acl surgery, when impacting the healicoil knotless anchor and performing the tension of the threads, the tip of the device broke and the threads returned. The device was extracted and the rupture of the tip was evidenced. There was no affectation to the patient's health. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported. The patient is stable.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the distal tip material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.